Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that after recovering the ins from overdischarge, the patient stated that the battery was erratic and would drain even with therapy off. The rep stated that they have charged the ins to full many times and were aware that this ins behavior after overdischarge is expected. The rep stated that they are currently communicating with the patient¿s physician to determine a replacement date. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the patient programmer was displaying a poor communication screen. The patient had replaced the batteries in the patient programmer and was still seeing the poor communication screen. Additionally, the recharger would not communicate with the implantable neurostimulator. The patient had last charged the implantable neurostimulator about a month or two prior to the report due to external circumstances unrelated to the system or therapy. The patient alleged the reason for the problems that they were having was due to not getting a book with the initial implant of the device. At the time of the report, the patient was seeing a charge recharger screen on their recharger. When the patient plugged the recharger into the desktop charger, the green light was on; however, the desktop charger was hot and smelled of burning plastic. A replacement desktop charger was sent to the patient. The patient was sent online tutorials and manuals as well as sent hard copies of the manuals. A replacement desktop charger was sent to the patient. Additional information was received from a consumer regarding the patient on (B)(6) 2019. It was reported that the patient got the replacement equipment; however, the device was still not working, and the patient was unable to connect the implantable neurostimulator with the patient programmer or recharger. The patient was continuing to see the reposition antenna screen on the recharger. The patient indicated that they had an appointment with their health care professional scheduled for (B)(6) 2019. Additional information was received from a consumer and a manufacturer representative regarding the patient on (B)(6) 2019. It was reported that the patient¿s stimulator stopped in september or (B)(6) 2019 because of getting poor communication on the recharger. The patient would get 6 coupling boxes, and then the recharger would show looking for device, and it would not connect. The patient used to charge every sunday, but then due to circumstances, the patient¿s implantable neurostimulator overdischarged, and it was believed to have been overdischarged for only a month or so. The patient met with a manufacturer representative on (B)(6) 2019, and a physician mode restart was performed; however, it was not successful. Another physician mode restart was performed on (B)(6) 2019. It was reviewed that multiple physician mode restarts may be necessary back to back. An antenna locate feature was attempted, and it displayed 64. The patient met with the manufacturer representative again on (B)(6) 2019, and another physician mode restart was performed. The patient was not able to connect to or recharge the implantable neurostimulator, and they were unable to get the implantable neurostimulator started. The patient¿s recharger was replaced as a troubleshooting step. The patient met with a manufacturer representative again on (B)(6) 2019. When the patient presented, the device had one strike against it. Two physician mode restarts were performed back to back. Normal recharging was then resumed with 6-8 coupling bars. The patient was able to charge with 6-8 coupling bars for 30-45 minutes. The device suddenly flashed no device found and would not communicate with the clinician programmer. It was noted that the patient cannot sit there and recharge for 6-8 hours. Additional information was received from a manufacturer representative on (B)(6) 2019. It was reported that the recharger was replaced, and they were seeing 98 on the antenna locate screen. The recharger was showing normal recharging with 8 boxes and it reached 25% charge on (B)(6) 2020. The clinician programmer showed ¿batteries depleted, change batteries now,¿ so they could not enter a programming session. The patient was able to continue charging the implantable neurostimulator to 50%. Then the manufacturer representative was able to interrogate the implantable neurostimulator using the clinician programmer, clear the power on reset message, and turn the implantable neurostimulator on. The battery voltage was 3.2 volts, and the patient was feeling stimulation at 0.4 volts in the correct areas. The patient has low settings with two programs around 0.5 volts, pulse widths of 300 and 330 microseconds, and a rate of 50 hertz. By the end of the clinician programmer session, the recharger showed that it was again charging the first quartile of the implantable neurostimulator. The patient charged the implantable neurostimulator to 50% again, left the implantable neurostimulator off, and when they got home, they had charged to 100%, turned stimulation on for about 15 minutes (which worked great), but then the implantable neurostimulator showed that it was depleted to 25%. The patient indicated that the implantable neurostimulator charged from 25% to 50% in about 15 minutes. It was reviewed that the implantable neurostimulator appears to be extremely damaged from overdischarge, and the patient can continue to charge to see if it gets better, but charging will likely continue to be very burdensome. It was reviewed again that the patient charges the device to 25% charge and then it depletes quickly and will not stay charged. It was reviewed that it is up to the patient and the physician to consider replacement. There were no further complications reported.